Manufacturer narrative:
Section d4, catalog number: corrected. Section h6: corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. It was reported that the patient expired on due to septic shock. The patient¿s outcome was not considered to be device or therapy related as the patient had been infected prior to device implantation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Although the patient's infection and outcome was not device related, the IFU lists potential adverse events, including infection and death, that may be associated with the use of heartmate 3 lvas. Both the IFU and patient handbook provide care instructions in regard to preventing infection while the IFU also provides suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient¿s outcome was not considered to be device or therapy related as the patient had been infected prior to device implantation.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away due to septic shock on (B)(6) 2024. It was noted that the patient had an infection prior to their implant. The outcome was not device or therapy. The device was not explanted.